Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2012, and alleged to have sustained a right ureter injury that required a surgery to correct.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. No previous complaint was reported relating to this event. The hospital name, surgeon name, and system serial involved with this complaint are unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleged a ureteral injury after undergoing a da vinci surgical procedure.